Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon review, the right atrial lead exhibited chronic no capture and high pacing lead impedance. The lead's vector was changed and the same issues remained. The physician was notified of the test values. No intervention was reported. The patient was stable throughout and will continue to be monitored.

Manufacturer narrative:
Correction: g3 - date received by manufacturer in MDR-2018-40451-02 submitted on 26 mar 2023 should be "14 mar 2023" instead of "15 mar 2023."

Event description:
New information received notes that the right atrial lead was capped and replaced on 14 mar 2023. Patient condition was stable throughout.

Event description:
New information received notes that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead continued to exhibit intermittent capture and high pacing impedance. No intervention was performed, and the patient is pending ra lead revision. Patient condition was stable.